Event description:
The home patient (hp) reported being overfilled while using the homechoice cycler for apd therapy. The hp reported they typically start their apd therapy with no fluid in their peritoneum, however, they started apd therapy with 3000mls in their peritoneum. At the start of apd therapy the cycler displayed "verify I-rain:0mls", which alerts the user that the I-drain alarm is lower than expected. The hp did not increase the alarm setpoint to accomodate the fluid in their peritoneum but pressed "go" to accept the alarm setpoint instead, after which the cycler advanced into the initial drain. The hp reports that they did not drain out the 3000mls of fluid during the initial drain when the cycler advanced into fill 1. The hp received 2890mls during fill 1 when they felt abdominal discomfort, weakness and shortness of breath,as if they were overfilled with fluid. The hp turned the cycler off and went to the ER. The hp was placed into a manual drain at the ER and removed and estimated 6000mls of fluid. The hp was then released from the ER and has fully recovered from this incident.